Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One sample was received at the manufacturing plant for evaluation. During visual evaluation, no signs of a leak were detected. During the functional evaluation, no leak was found. The reported failure mode will be treated as not confirmed. A root cause could not be determined because during evaluation there were no signs of leaking. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports leaking at the cross-tip where the diet equipment connection is.